Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump was over delivering. The blood glucose value at the time of incident was 63mg/dl. The customer stated that there blood glucose was constantly going low in spite of treating with chocolate. No harm requiring medical intervention was reported. The insulin pump will be not returned for analysis.